Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler was not able to fire. The handle only had the blue light on and they tried three batteries that were completely charged that worked perfectly well with another handle. There was no patient involvement.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle only had blue light on and they tried three batteries that were completely charged that worked perfectly well with another handle. The 2 solid blue lights of the device were always on every time they put battery. There was no patient involvement.